Event description:
It was reported that the patient's implanted device alerted due to low right atrial (ra) amplitude. The presenting electrogram showed appropriate function and lead trends were stable. The ra lead remains in service. Additional information received indicated that another alert occurred due to low ra amplitude and an undersensed beat was observed on the automatic atrial threshold test. The atrial sensitivity was programmed to a maximum of 0.15 mv (automatic gain control). The patient was seen in-clinic on the day of the alert. No adverse patient effects were reported.